Event description:
It was reported that during a lap hepatectomy procedure, the instrument was closed on the portal vein and partially fired due to it jamming. The instrument jaws then would not open. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 03/18/2009. Info anticipated, but unavailable at this time.